Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a150208 captures the reportable event of clip was stuck in the scope. Block h10: investigation results. The returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the clip assembly detached from the bushing but attached to the control wire, evidence of soft deployment. Microscopic examination was performed, and it was found that the capsule bottom part was damaged. No other problems with the device were noted. The reported event cannot be confirmed. Investigation found that the clip had evidence of soft deployment since the clip was detached from the bushing but still attached to the control wire. Also, after a microscope analysis, it was found that the capsule had both sides damaged and lifted, consequently, the root cause of the clip assembly detachment. Most likely during unpacking of the device, the clip was hit against a hard surface causing the damage on the capsule, this possible hit, lifted the locking tab, which function is to attach the clip to the bushing, therefore, with this component lifted, there is not enough subjection between the clip and the bushing, causing the reported failure on the device. Also, a possible scenario is that the usage of a side viewing endoscope could have contributed to the reported allegation, however, these are only hypothesis. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label. The IFU states that the resolution 360 ultra clip is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip and a resolution 360 ultra clip devices were used in the colon during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the first clip was inserted through the duodenoscope to be released into the biliary system; however, the clip did not display. The second clip got stuck into the duodenoscope and did not advance properly. The procedure was completed with a resolution 360 ultra clip device. There were no patient complications reported as a result of this event. Note: it was reported that the type of procedure was ercp which uses a side viewing scope. However, according to the instructions for use (IFU), "the hemoclips is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm.".

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of (B)(6). Block h6: imdrf device code a150208 captures the reportable event of clip was stuck in the scope. Block h11: correction: block h6 (imdrf device code).

Event description:
Note: this report pertains to the second of two clip devices used in the same patient and procedure. It was reported to boston scientific corporation that a resolution 360 clip and a resolution 360 ultra clip devices were used in the colon during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the first clip was inserted through the duodenoscope to be released into the biliary system; however, the clip did not display. The second clip got stuck into the duodenoscope and did not advance properly. The procedure was completed with a resolution 360 ultra clip device. There were no patient complications reported as a result of this event. Note: it was reported that the type of procedure was ercp which uses a side viewing scope. However, according to the instructions for use (IFU), "the hemoclips is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm."

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a150208 captures the reportable event of clip was stuck in the scope.

Event description:
Note: this report pertains to the second of two clip devices used in the same patient and procedure. It was reported to boston scientific corporation that a resolution 360 clip and a resolution 360 ultra clip devices were used in the colon during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the first clip was inserted through the duodenoscope to be released into the biliary system; however, the clip did not display. The second clip got stuck into the duodenoscope and did not advance properly. The procedure was completed with a resolution 360 ultra clip device. There were no patient complications reported as a result of this event. Note: it was reported that the type of procedure was ercp which uses a side viewing scope. However, according to the instructions for use (IFU), "the hemoclips is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm."